Event description:
Patient reported obtaining back-to-back blood glucose results of 147 mg/dl, 348 mg/dl, 465 mg/dl, and 81 mg/dl, on the aviva system (meter, strip lot 300424 with expiration date 04/30/2008). Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the aviva system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The aviva test strips are the suspect device.